Manufacturer narrative:
Lot analysis: device/batch history record review: yes, reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: this incident was an MDR. -DHR reviews were performed on the following sub assembly lot numbers: 6300952 (8004149) ¿ 180,000 units were built on qfa line 2, from october 26, 2016 thru october 28, 2016. Cell 20 ¿ branson welder was used on qfa 2. The required visual inspection sample for weld flash and damage is 5/welder (4 welders) at start-up, every two hours and at process adjustment. ¿ the review revealed a total of 480 units were visually inspected. All units were acceptable. The required sample for weld strength is 5/welder (4 welders) at start-up; every two hours at process adjustment and after any adjustments are made to station 21 and/or 22 (including any changes to hard stops, grippers, or gripper fingers/alignment) ¿ the review revealed a total of 480 units were torque tested. All units were acceptable. The parameter visual verifications for actuator pressure, velocity, weld collapse distance, hold time (s), amplitude (fixed), amplitude (%),+r & -r time, +r col d (in) & -r col d (in) and ¿r, energy, are performed at start-up, work-order change, after any power outage and after process adjustments ¿ the review revealed the parameters were all within specification, except for +r & -r time, +r col d (in) & -r col d (in) and ¿r, energy. The visuals were not performed. The welder power supply reject signal challenge is performed at power supply replacement and at work-order change ¿ the review revealed the challenge passed. Functional leak test-full assemblies only: the required sample for functional leak is 12 complete parts from good bin every four hours ¿ the review revealed a total of 84 units were leak tested. All units were acceptable. 6302615 (8004149) ¿ 180,000 units were built on qfa line 2, from october 30, 2016 thru november 1, 2016. Cell 20 ¿ branson welder was used on qfa 2. The required visual inspection sample for weld flash and damage is 5/welder (4 welders) at start-up, every two hours and at process adjustment. ¿ the review revealed a total of 520 units were visually inspected. 519 units were acceptable. ¿ one unit failed the visual for weld flash qn 200663706 was initiated for low torque/flash the required sample for weld strength is 5/welder (4 welders) at start-up; every two hours at process adjustment and after any adjustments are made to station 21 and/or 22 (including any changes to hard stops, grippers, or gripper fingers/alignment) ¿ the review revealed a total of 500 units were torque tested. 499 units were acceptable ¿ one unit failed for low torque below 100 o qn 200663706 was initiated for low torque/flash the parameter visual verifications for actuator pressure, velocity, weld collapse distance, hold time (s), amplitude (fixed), amplitude (%),+r & -r time, +r col d (in) & -r col d (in) and ¿r, energy, are performed at start-up, work-order change, after any power outage and after process adjustments ¿ the review revealed the parameters were all within specification, except for +r & -r time, +r col d (in) & -r col d (in) and ¿r, energy. The visuals were not performed. The welder power supply reject signal challenge is performed at power supply replacement and at work-order change ¿ the review revealed the challenge passed. Functional leak test-full assemblies only: the required sample for functional leak is 12 complete parts from good bin every four hours ¿ the review revealed a total of 96 units were leak tested. All units were acceptable. 6307856 (8001498) ¿ 180,000 units were built on qfa line 2, from november 5, 2016 thru november 7, 2016. Cell 20 ¿ branson welder was used on qfa 2. The required visual inspection sample for weld flash and damage is 5/welder (4 welders) at start-up, every two hours and at process adjustment. ¿ the review revealed a total of 560 units were visually inspected. All units were acceptable. The required sample for weld strength is 5/welder (4 welders) at start-up; every two hours at process adjustment and after any adjustments are made to station 21 and/or 22 (including any changes to hard stops, grippers, or gripper fingers/alignment) ¿ the review revealed a total of 560 units were torque tested. All units were acceptable the parameter visual verifications for actuator pressure, velocity, weld collapse distance, hold time (s), amplitude (fixed), amplitude (%),+r & -r time, +r col d (in) & -r col d (in) and ¿r, energy, are performed at start-up, work-order change, after any power outage and after process adjustments ¿ the review revealed the parameters were all within specification. The welder power supply reject signal challenge is performed at power supply replacement and at work-order change ¿ the review revealed the challenge passed. Functional leak test-full assemblies only: the required sample for functional leak is 12 complete parts from good bin every four hours ¿ the review revealed a total of 168 units were leak tested. All units were acceptable. 6292890 (8001498) ¿ 216,000 units were built on qfa line 4, october 26, 2016 thru october 28, 2016. Cell 20 ¿ dukane welder was used on qfa 4. The required visual inspection sample for weld flash and damage is 5/welder (6 welders) at start-up, every two hours and at process adjustment. ¿ the review revealed a total of 630 units were visually inspected. All units were acceptable. The required sample for weld strength is 5/welder (6 welders) at start-up; every two hours at process adjustment and after any adjustments are made to station 21 and/or 22 (including any changes to hard stops, grippers, or gripper fingers/alignment) ¿ the review revealed a total of 630 units were torque tested. All units were acceptable. The parameter visual verifications for peak force high limit, high energy [j] limit, low energy [j] limit, high trigger limit, low trigger limit, after force drop by [%], constant weld speed, weld distance, hold distance, hold time, amplitude [%] ¿ the review revealed the parameters were all within specification the welder power supply reject signal challenge is performed at power supply replacement and at work-order change ¿ the review revealed the challenge passed. Functional leak test-full assemblies only: the required sample for functional leak is 12 complete parts from good bin every four hours ¿ the review revealed a total of 132 units were leak tested. All units were acceptable. 6292902 (8001498) ¿ 180,000 units were built on qfa line 2, from october 21, 2016 thru october 23, 2016. Cell 20 ¿ branson welder was used on qfa 2. The required visual inspection sample for weld flash and damage is 5/welder (4 welders) at start-up, every two hours and at process adjustment. ¿ the review revealed a total of 420 units were visually inspected. All units were acceptable. The required sample for weld strength is 5/welder (4 welders) at start-up; every two hours at process adjustment and after any adjustments are made to station 21 and/or 22 (including any changes to hard stops, grippers, or gripper fingers/alignment) ¿ the review revealed a total of 420 units were torque tested. All units were acceptable the parameter visual verifications for actuator pressure, velocity, weld collapse distance, hold time (s), amplitude (fixed), amplitude (%),+r & -r time, +r col d (in) & -r col d (in) and ¿r, energy, are performed at start-up, work-order change, after any power outage and after process adjustments ¿ the review revealed the parameters were all within specification. The welder power supply reject signal challenge is performed at power supply replacement and at work-order change ¿ the review revealed the challenge passed. Functional leak test-full assemblies only: the required sample for functional leak is 12 complete parts from good bin every four hours ¿ the review revealed a total of 132 units were leak tested. All units were acceptable. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s2 - o1 level a investigation per (B)(4). Visual analysis: observations and testing: received one used q-syte unit with a package label and four unused nexiva 20ga in sealed packages from the lot number 63176740; with two q-sytes units per sealed package. Visual/microscopic evaluation: used q-syte: ¿ the septum was molded using the 16 cavity mold ¿ q-syte top and bottom bodies were separated at the weld joint location ¿ there was an insufficient weld line between the top and bottom bodies. Unused q-sytes: ¿ the septums were molded using the 16 cavity mold ¿ there was a sufficient weld between the top and bottom bodies at the weld joint location. ¿ no physical/mechanical damage was observed on any of the external areas of the q-syte units. Weld strength (torque test) - specification is weld strength lsl: < 100 in/oz., weld strength lal: < 300 in/oz., weld strength usl: n/a. The units were acceptable per specification. Investigation samples(s) meet manufacturing specifications: no, the returned used q-syte unit provided for evaluation exhibited separation between the top and bottom bodies at the weld joint location. Was the device used for treatment or diagnosis? Treatment. Conclusions: the defect of q-syte detached, as stated in the subject of the pir was confirmed with the returned used q-syte unit. The top and bottom bodies of the used q-syte unit were separated at the weld joint location. Confirmed the unit had evidence of having received an insufficient weld at the top and bottom body during the manufacturing process. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer¿s experience was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Na; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Root cause: relationship of device to the reported incident: manufacturing potential contributing factor: top/bottom body alignment issues and/or equipment / process failure-hardware.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that glued part of a bd q-syte¿ separated from a 20 g x 1.25 in. Bd nexiva¿ closed IV catheter system during use. The q-syte¿ was replaced by a new product. There was no report of injury or medical intervention.